Event description:
It was reported the pt had the ipg and most of leads explanted for unk reasons. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Event description:
Additional information received reported that the implantable neurostimulator (ins) ¿stopped working¿ in 2005. In addition, the leads were broken. The patient noticed the leads broke when the ins quit working in 2005. It was not helping him. According to the patient, the manufacturer's representative confirmed the ins was not working any longer in 2005. The ins and leads were taken out in 2005. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # la1849, implanted: (B)(6) 2002, explanted: (B)(6) 2005, product type lead; product ID 7435, serial # (B)(4), product type programmer, patient; product ID 7495lz51, serial # (B)(4), product type extension; product ID 7495lz51, serial # (B)(4), product type extension. (B)(4).